Event description:
It has been reported that the patient received a biolox delta taper liner, kk/4, left side, on (B)(6) 2013. Three days after the surgery, the patient reported that he is not feeling well with the new hip joint. An x-ray showed that the edge of the delta liner was higher than the cup, hence the cup was loose.

Manufacturer narrative:
The manufacturer did not receive devices for review. The cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. (B)(4).